Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to inflation issues caused by damaged tubing between the pump and reservoir. A surgical procedure was performed wherein the device was explanted and replaced. No patient complications were reported.